Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications.

Event description:
The patient presented with an occlusion within the superficial femoral artery / popliteal artery of the patients right leg which was intended to be treated with a gore® viabahn® endoprosthesis. It was stated that the lesion was pre-dilated with a 5mm x 20cm percutaneous transluminal angioplasty balloon and that a recanalization was performed. The gore® viabahn® endoprosthesis was inserted through a 7fr introducer sheath from cordis® and advanced over a 180cm guidewire from terumo. It was reported to gore that difficulties were experienced while the gore® viabahn® endoprosthesis was advanced through the target lesion and have reached the level of the knee joint. Further it was stated that when medical device deployment was initiated, the last 2cm of the endoprosthesis could not be deployed. As it was not possible to force the deployment of the gore® viabahn® endoprosthesis and the attempt to retrieve the partial deployed gore® viabahn® endoprosthesis failed, the decision was made to cut off the device catheter and to leave it together with the endoprosthesis in the patient¿s vessel. Consequently, the patient was converted to open surgery in order to perform a femoral-popliteal bypass. It was stated that the patient was doing well following the procedure.